Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be update as potential root cause(s) are identified.

Event description:
It was reported that the bd eclipse¿ blood collection needle leaked during use. No serious injury or medical intervention.